Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Note: this is a split case with zimmer inc., (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a fitmore stem (exact catalogue number unknown) on the left side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2016 due to pain, implant fracture (liner) and metallosis.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. No trend considering the following event is identified: metallosis. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting missing device data information was sent to the complainant. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that patient underwent left total hip arthroplasty on (B)(6) 2012. Subsequently, patient experienced pain and limited range of motion and was revised due to fractured poly liner. Patient relayed that she had metallosis. Review of received data: initial surgery report dated (B)(6) 2012: diagnosis: degenerative arthritis left hip operation: left tha using a zimmer 56 mm trilogy cluster cup, 36mm inner diameter, longevity liner, 140mm acetabular screw, and a fitmore femoral stem with 36 mm head +3.5 neck procedure: initial implant selections and trial showed impingement posteriorly between the edge of the cup and the femoral neck. On the xrays cup was noted to be slightly increased and had some increased anteversion. Components were removed. It was elected to reposition the cup. The liner was removed. The acetabular screw was removed and the cup was retroverted a few degrees. The acetabular screw was replaced and the liner was replaced. The cup was noted to be good and stable. The fitmore femoral stem was then inserted and seated securely and elected to go with a +3.5 neck 36 mm head. The trial was done, this appeared to be of proper size, this was removed and the femoral 36 mm versys head was assembled. It was reduced, brought through range of motion, was noted to be stable. No evidence of further impingement was noted. Surgery completed. Revision surgery report dated (B)(6) 2016: diagnosis: poly failure left thr and marked metallosis operation: revision of acetabular component left hip. Extensive debridement of soft tissues left total hip replacement procedure: as the capsule was entered, the patient was noted to have marked metallosis and all the soft tissues were stained with a black sooty type material. The poly was noted to have fragmented into several pieces and the main part of the acetabular component had rotated in the acetabulum so that metal head was now articulating on the metal wall of the acetabular component. Necrotic tissue around the hip socket starting first over the dorsum of the acetabulum, then extending underneath the hip abductors, around the neck area of the total joint prosthesis, down to the top of the lesser troch and then inferiorly along the medial wall. The poly was then removed and the head was removed and the head was removed from the femoral stem. The patient was noted to have wear on the femoral head which was a cobalt chrome head and there was also wear noted on the acetabular component which had worn through part of the locking mechanism on the zimmer trilogy cup. Cup was removed. The femoral stem was examined. There was some bony erosions a couple of millimeters deep around the margin of this and these areas were debrided and the calcar bone was somewhat reabsorbed. Again this was debrided back to normal tissue. The stem did not appear to be grossly loose. Vise grips were placed on the neck of the femoral component avoiding the trunnion area and it was twisted and tamped on with a mallet to see if there is any gross loosening of the stem none was noted. The stem was left in place. The cup, liner and head were revised. The hip was reduced, brought through range of motion, was noted to be stable in all positions and no impingement was noted on the acetabular component. Lab test results dated (B)(6) 2017 were received. Nickel serum result = 2.3ug/l, cobalt blood result=2.3ug/l, chromium serum result= <1.0 ug/l . Titanium serum result = 35 mcg/l. All the results seem to be lower than the limit reference ranges, except the titanium while the limit for ti is 10 mcg/l. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, review of the revision surgery report indicated that the fitmore stem was not revised. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: increased chemical, galvanic or crevice and fretting corrosion in taper leading to metallosis aseptic loosening due to excessive wear in the modular junction (taper connection) => possible: product not returned for the investigation, therefore cannot be excluded. Conclusion summary: the patient underwent revision surgery of the left tha after 3 years 5 months in-vivo time due to pe insert breakage and marked metallosis. Initial/revision surgery reports, patient letter and lab test results were received for the investigation. Thorough review of the revision surgery report indicated that the fitmore stem was not revised during the revision surgery due to being not loose. It was noticed that the pe insert was broken and the femoral head was abrading with the metallic shell. Metallosis and necrotic tissue observed. Liner, cup and head were revised. The reason of the observed metallosis is most possibly due to the wear between the femoral head and the metallic shell after the pe insert got broken. Nevertheless, possible reason leading to the metallosis can also include excessive wear in the taper connection of the stem. Investigation of the other components of the thr will be covered in warsaw split case (B)(4). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a fitmore, hip stem, uncemented, b/5, taper 12/14 on the left side on (B)(6) 2012 and the patient underwent revision surgery on (B)(6) 2016 due to pain, implant fracture and metallosis.